Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user had an open cavity, and that the device extruded exposing one anchor hole. The device was explanted.

Event description:
It was reported that the user had an open cavity, and that the device extruded exposing one anchor hole. This caused pain and did not allow to use the device. No trauma was reported. The device was explanted. Re-implantation will be considered after the wound has healed.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.